Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a fill estimate issue on the pump. The current fill estimate was static at 120 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller about the cause of the issue, which was due to variance in measured pressures affecting the insulin calculation. The caller understood this explanation and acknowledged the solution provided.